Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient with a relevant past medical history of hypertension, hyperlipidemia, chronic kidney disease, and stent placement in 2017. On (B)(6) 2024, the patient presented to the emergency department with confusion noted by family. However, the patient themself denied feeling confused. In addition, mild gait disturbance in the lower right extremity was noted by family. MRI and computed tomography (CT) scan were performed, which showed multiple small bilateral cerebral and cerebellar infarcts concerning for embolic strokes. On day 2 of admission, the patient's altered mental status was resolved. Cardiac CT was performed, which was suspicious for thrombus and "likely is the source of emboli." The patient's medication regimen was adjusted. Repeat head CT was performed and confirmed no hemorrhagic conversion. The patient was discharged in stable condition.

Manufacturer narrative:
The device was not returned for analysis. An event of patient device interaction problem (thrombus) and stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported stroke appears to be a cascading event of the thrombus. However, a cause for the reported thrombus cannot be confirmed. The reported hospitalization and unexpected medical intervention (medication) were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.